Event description:
It was reported that the programmer had loss of telemetry during an implant procedure. The software needed to be restarted to gain back telemetry. The programmer remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).